Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor who reported that the patient was supposed to have surgery on (B)(6) 2017 to replace the device because it was "out of place," but the appointment was canceled because the patient thought that they were pregnant. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that ¿they did a couple of x-rays and found out it was out of place.¿ it was also stated that some of their leads were disconnected, but then the patient clarified that they did not know if the leads or nerves were disconnected. It was noted that they were going to have their device replaced in (B)(6) 2017, but they found out they were pregnant, so they postponed it until after the baby was born; the baby will be born in a couple of weeks and they will replace the implant in february. No further patient complications are anticipated or expected as a result of this event.